Event description:
Per emailed medwatch received by product surveillance from customer service : "provider was utilizing the anoscope for assessment. Upon removal of the stylet it was noted that the cap on the end was not attached. The cap had remained in the speculum that was still in the patient. When the speculum was removed the cap was removed with it. No harm to the patient." 1216677-2021-00338-1 sani-scope disp anoscope 82420 (B)(4).

Manufacturer narrative:
Investigation. No sample returned. Analysis and findings: distribution history. The complaint product was purchased from carclo technical plastics. Manufacturing record review: manufacturing record review not applicable to this product. Incoming inspection review: incoming inspection record review not applicable to this product. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. However, the customer picture shows that the cap was separated from the original product. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: no definitive root cause for this issue could be reliably determined at this time. "Isolated incident" corrective actions. Corrective action: coopersurgical will continue to monitor this complaint condition for trends. No further training required at this time. *was the complaint confirmed? Yes.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Per emailed medwatch received by product surveillance from customer service : "provider was utilizing the anoscope for assessment. Upon removal of the stylet it was noted that the cap on the end was not attached. The cap had remained in the speculum that was still in the patient. When the speculum was removed the cap was removed with it. No harm to the patient." Sani-scope disp anoscope 82420 e-complaint-(B)(4).